Event description:
Vague report of the pump being in use for pca therapy and a staff member reported a discrepancy in the fluid amount delivered versus amount programmed that may have involved an overinfusion. There was no pt. Issue or incident report filed. The hospital is not sending in the pump for evaluation. No other details provided.